Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system screen had a frozen blue screen. Customer tried to reboot, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had a frozen blue screen. A technical support specialist (tss) contacted the customer and obtained permission to remotely access the station. The tss connected to the station and observed a blue screen, then logged in using an administrator account and successfully launched the medication application. The tss rebooted the station, after which the unit returned to normal operation following completion of the windows update. The system functioned as intended after the technical support specialist troubleshot the issue.